Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited intermittent loss of capture and under-sensing. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.